Event description:
It was reported that: "(B)(6) 2025, the doctor found cuff leakage when using on patient. Change new tube."

Manufacturer narrative:
Qn#(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. DHR showed no results related to the reported issue.